Manufacturer narrative:
B5 event description updated.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Prior to the commencement of the procedure, a trace pericardial effusion was noted. During the procedure, the closure device was deployed three (3) times with three (3) partial recaptures. After the third partial recapture, a pericardial effusion was identified, and the patient became hypotensive with possible cardiac tamponade. A pericardiocentesis was performed and the laa closure procedure was aborted. The patient was hospitalized and expected to fully recover. It was further reported the patient fully recovered and was discharged eight (8) days post index procedure.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Prior to the commencement of the procedure, a trace pericardial effusion was noted. During the procedure, the closure device was deployed three (3) times with three (3) partial recaptures. After the third partial recapture, a pericardial effusion was identified, and the patient became hypotensive with possible cardiac tamponade. A pericardiocentesis was performed and the laa closure procedure was aborted. The patient was hospitalized and expected to fully recover.